Event description:
It was reported that the system had an error, locked up, and had a loss of functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.